Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Before opening the package, it was found that the needle tip had protruded from the tray inside the aluminum package. The surgeon was not sure if the needle tip had penetrated the aluminum package. There were no adverse consequences reported. No further information is available.